Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that while using day aligners, the patient noticed right central incisor edge of the tooth was shorter and slanted. It didnn't fill the aligners like it normally did. The dentist said that there was no fracture but was from wear. And marked "chipped".

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.